Manufacturer narrative:
(B)(4). The complaint device was received and forwarded to the supplier for evaluation. Visual inspection revealed the device was in used condition and the active tip shows signs of activation. The device passed all electrical and functional testing. A flow test was performed on the device which confirmed the reported blockage. The handle of the device was opened to inspect the internal components to further investigate the blockage. A leak test was performed, and a leak was detected in the handle between the internal suction tube and the flexible external suction tube, which would have cause a reduction in flow through the device during use, allowing the buildup of procedural debris resulting in the observed blockage. To determine an exact root cause for the leak, supplier CAPA was initiated to investigate this defect. Two root causes were identified. First, a leak path introduced on the underside of the active suction tube due to a lack of uv adhesive at one point of the active suction tube/pvc tube. This defect can be caused by an air pocket trapped when the viscous uv adhesive is dispensed over the joint area. The current design of the handle lower molding has a narrow, deep cavity into which uv is dispensed which contributes to the likelihood of trapping air. Second, a leak path introduced at the junction where the active wire is potted into the uv joint due to inconsistent levels of uv on top of the tube/wire joint. The control of the uv adhesive is again influenced by the design of the lower molding, as the presence of air pockets can alter the volume of adhesive contained inside the cavity resulting in variation of fill level around the wire. The root cause of the complaint was reviewed against the supplier dfmea and is consistent with the expected outcome of such an event. Review of the device history record indicated that this batch of product was processed without incident. Review of the depuy synthes mitek complaints system revealed three other similar complaints for this lot of devices released to distribution. The supplier CAPA will further investigate root cause and identify and implement appropriate corrective actions; no immediate corrective action is required at this time. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-52952. This report is being filed from the (B)(6) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate via email that the customer's vapr cool pulse electrode with hand controls failed during a procedure due to faulty suction. The physician tried two electrodes both with the same suction issue. There were no adverse patient consequences or time delays reported. The devices will be returned for evaluation.